Manufacturer narrative:
H4: device manufactured between (B)(6) , 2020 to (B)(6) , 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the nozzle. The issue was identified during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.